Event description:
Procedure type: roux-en-y. According to the reporter: a string was stuck in the device, so it could not be removed. The surgeon had to resect more tissue than what was originally planned due to the product problem. Another device was used to complete the procedure. No bleeding occurred. Nothing fell into the patient cavity. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).